Event description:
The ablation probe was tested prior to use, then placed in appropriate position. Warning appeared on the ablation control apparatus stating probe error and probe needs to be replaced. The probe was removed from in patient and new probe re-inserted into patient. The exam was completed successfully, and there were no complications.